Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a sensor detachment with an adc device. As a result, customer experienced dizziness, sweating, migraine and was unable to self-treat. Customer required third-party intervention by daughter who provided juice as treatment. No further information provided. There was no report of death or permanent impairment associated with this event.